Event description:
It was reported that the device worked half way and then stopped working. Trouble shooting was performed and the device still would not work. Another device was used to complete the case with no patient consequence.